Event description:
It was reported that when the surgeon tied the suture, it cut into and through the catheter. The device was replaced and the procedure was completed without further incident. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: the suspect device has not been returned for evaluation. The user did not specify if this was the initial use of the device. The device history record and complaint database could not be reviewed as the user did not provide a lot number. A follow-up report will be submitted when the investigation has been completed.